Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The customer did not receive low battery alarm prior to replace battery. Customer stated that the insulin pump was able to clear the alarm as well as rewound the insulin pump. Customer stated that the insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.